Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 525cc saline breast prostheses and suffered from the following symptoms: pain in her right breast that progressively felt worse, slight weakness in right arm, felt lumps and knots in her right breast, right breast has a little red spot, right breast looks smaller and feels firmer (capsular contracture baker grade unknown), and misshapen right nipple. In addition, the patient reported the following systemic symptoms: back pain and body aches. The root cause of the patient¿s symptoms is unclear. Lastly, the patient reported that her right breast prosthesis has possibly deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.